Event description:
It was reported that the 9900 system had a communication failure error message and the system was hard to push and steer. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage was adjusted and the break and caster were adjusted during the service call. The system was tested and found to be working as intended and put back into service.